Event description:
Medtronic received a report that the 3 coils could not be deployed. The coils were removed with no harm to the patient. New coils were placed without incident or harm to the patient.

Manufacturer narrative:
See manufacturer report # 2029214-2022-00648 and 2029214-2022-00649 for other coils involved in this event. If information is provided in the future, a supplemental report will be issued.